Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-tttg and lot number 1380243 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that an ibalance tka tibial tray size 6 was implanted in a total knee arthroplasty procedure on (B)(6) 2015. A revision procedure was performed (B)(6) 2016. The tibial tray had lifted from the tibia. Tibial tray, ar-503-tttg (lot 1380243) and tka bearing implant ar-513-bg09 (lot 113601405) were explanted. Upon retrieval of the baseplate, the implant was reported to have been fully coated with cement (palacos) and no cement remained on the tibial surface. In reviewing the original implant log, to obtain the explanted part numbers,the sales rep noticed that the cement used during the original procedure was used past the expiration date posted on the product sticker. A new tibial tray ar-513-t6 (lot 10020216) and tka bearing implant ar-513-bg12 (lot 113601350) were implanted.